Event description:
It was reported that during a cardiac ablation procedure, the electrode p3 on the catheter showed a constant high temperature reading after the device was removed and reinserted into another manufacturer's transeptal sheath, and following cardioversion post left atrial ablations in response to atrial fibrillation (af). Troubleshooting was performed, including trying a new ablation cable, which did not resolve the issue. The catheter was replaced to complete the right atrial cavo-tricuspid isthmus (cti) ablation, with no further issues reported. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product, product type: sheath. Product event summary: the afr-00001 sphere 9 catheter with lot 0232479409 and data files were returned and analyzed. The received image demonstrates a system notification: "catheter temperature sensor fault" on the affera workstation screen. The log files were analyzed, and timestamps/errors were observed. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used to perform shorts and mapping tests, which resulted in a failure. An open circuit was identified at p3 and p4 electrodes in zone 1 of the catheter. An optical inspection of the lattice structure was conducted, revealing broken wires at p3, as well as insulation damage at p4. In conclusion, the reported clinical issues cannot be assessed through analysis. The temperature issue was observed through data analysis. The catheter failed the returned product inspection due to an open circuit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.